Event description:
Patient had scheduled outpatient right shoulder arthroscopy with repair on (B)(6) 2020. On (B)(6) 2020 at return visit to provider, xray noted foreign body in right shoulder. On (B)(6) 2020 patient had second procedure to remove foreign body. Foreign body suspected to be broken inserter device for a knotless fibertak anchor from arthrex. "Manufacturer information does indicate that the anchor insertion equipment can break during the application process. This is not part of the surgical count, so it would not have been detected during or at the conclusion of the procedure. It would have not be evident to the surgeon at the anchor placement that there was a breakage".